Manufacturer narrative:
(B)(4). Evaluation, results: (occlusion of sfa artery or distal vasculature, stent thrombosis, dissection).

Event description:
Cec adjudication was received. The following additional details were provided. The vascular core lab reported the following on a duplex scan from the 12 month follow up in-stent occlusion with a comment of "interval change- occluded stent large collaterals seen pre and post stent " the patient had been experiencing right groin pain intermittently for 2 to 3 weeks, but no rest pain prior z to the 12 month follow up. Patient was experiencing pain in the right foot moving up through the right calf with walking. Repeat angiography for abnormal duplex scan revealed an occlusion of the target lesion/stent with no thrombus and noted a target lesion revascularization. Paperwork described that thrombectomy was a performed. The patient underwent delivery of a rotarex thrombectomy device with four passes made and distinct reduction of the thrombus mass followed by placement of an infusion catheter for administration of a bolus of t-pa and subsequent infusion of t-pa. Repeat angiography on (B)(6) 2011 was performed. The angiographic core lab reported a 43% in-lesion with no thrombus and noted a target lesion and target vessel revascularization with a comment of <40% stenosis remaining from prior procedure tlr performed along with remote tvr to segment distal to stent. The site reported a 50% dissection-related stenosis in the right proximal sfa and residual thrombus. An aspiration catheter was used to remove residual thrombus in the right proximal and distal sfa followed by stent placement and post-dilatation in the right proximal sfa and balloon angioplasty in the right distal sfa.

Event description:
During the index procedure, one complete se stent was implanted to right mid-distal sfa. Approximately 12 months post index procedure, thrombus in the proximal sfa and local dissection and occlusion of the right prox/instent/distal sfa were reported, with possible relationship to the study device. Vascular intervention was performed. The patient recovered with treatment.